Event description:
The distributor reported that the device failed to charge the battery or power up via ac power. There was no patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.